Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Inspection of the probe found the "shut" pneumatic drive line occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the closed drive line will render the device inoperable (i.e. Unable to cut). Evaluation of the radio frequency identification (rfid)s on the probe: a calibrated console representing the current software version was used to test the probe sample. The rfid connectors were connected to the console and there was no response from the light emitting diode (led) rings. A block reader was then used to interrogate the rfid's programmed information, and the rfid's contained a discrepancy in the written data which results in no response from the console. The probe will continue to function if the rfid is not read at the console, however, only at a reduced capacity [default of 2500 cycle per minute (cpm)]. Two root causes are related to the findings of this investigation: 1. The root cause of the customer's complaint for not cutting is consistent with a manufacturing error than can occur during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. 2. The root cause for no response from the probe is related to a material handling issue, where the probe should have been rejected at the tester station based on the rfid data output. This observed issue will result in the customer's experience. Action will not be taken for this occurrence. Based on our current tracking and analysis of complaints of this nature confirm no unfavorable trend for this event. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had no cutting during the cataract and vitrectomy combination surgery. The aspiration condition was unknown. The surgery completed with replacing the product. There was no patient harm.